Manufacturer narrative:
.

Event description:
The patient presented with left leg weakness as well as weakness in the crotch and perirectal; MRI diagnosed a large granuloma which is pressing on the spinal cord. The drug in the pump was hydromorphone [40 mg/cc] and clonidine [0.5 mg/cc] at a rate of 20.1 mg/day based on the hydromorphone concentration; and the catheter was originally placed at the t9 level. The neurosurgeon performed a laminectomy and moved the catheter to a new location (level unk). The pump is working "much better" and the patient's pain mgmt has significantly improved. The left leg has recovered sensation as has the crotch and perirectal region. However, the patient is now having some symptoms with regards to his contralateral leg (clumsiness). The patient is being discharged from the hospital and will be transferred to a rehabilitation facility to address the clumsiness and mobility concerns with his right leg.